Event description:
It was rpeorted that guidewire could not be removed following sheathed insertion in right femoral artery. Assembly was removed. A re-insertion was not required. There were no reported pt complications.